Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that insulin pump had blank display. Customer reported that frozen display was recurred after installing a new battery and monitoring insulin pump for 2 hours. No harm requiring medical intervention was reported. The customer will discontinue use of the device.

Manufacturer narrative:
Retainer ring = black. Case type = ngp customer returned insulin pump for an alleged blank display and frozen screen found on august 24, 2022. The insulin pump powered up properly after battery installation. The insulin pump passed the self test, displacement test and active current measurement. However, the insulin pump had a high sleep current measurement. The insulin pump was monitored for several days and no blank display and frozen screen noted. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The loaded voltage (loaded vlith) and the unloaded voltage (unloaded vlith) display at the power graph management tool shows abnormal behavior. No alarms or alerts noted during the testing. However, insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2022 07:54:27.000 (B)(6) 2022 02:24:15.000(B)(6) 2022 17:43:38.000(B)(6) 2022 17:53:00.000low battery alert was recorded and found in the formatted history file on: (B)(6) 2022 22:40:00.000(B)(6) 2022 16:35:00.000(B)(6) 2022 12:32:00.000replace battery alert was recorded and found in the formatted history file on: (B)(6) 2022 07:29:00.000(B)(6) 2022 01:51:00.000and replace battery now alarm was recorded and found in the formatted history file on: (B)(6) 2022 02:22:00.000 the insulin pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to electrical board1. No evidence of physical or moisture damage on the electrical board 1, electrical board 2, force sensor, motor and vibrator assembly noted. The original electrical board 2 was installed in a test electrical board 1, case, internal battery and motor. Powered the insulin pump on using the battery simulator and continued testing. The insulin pump passed the sleep current measurement. The original electrical board 1 was installed in a test electrical board 2, case, internal battery and motor. Powered the insulin pump on using the battery simulator and continued testing. The insulin pump failed the sleep current measurement. The insulin pump had a high sleep current measurement, suspected on the electrical board 1. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Blank display and frozen screen were not confirmed. However, unexpected battery power loss or replace battery alert/replace battery now alarm was confirmed. Unexpected battery power loss or replace battery alert/replace battery now alarm, suspected on the electrical board 1.medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.